Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** (B)(4) 2014 - medical records were obtained. Medical records indicate the patient was revised to address discomfort, synovial reaction, effusion, grayish brown fluid, and osteophyte. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Complaint was updated on (B)(4) 2014.

Event description:
Patient seeking legal action. Update litigation alleged the patient suffered pain, impairment, diminished range of motion of the hip joint and excessive levels of chromium and cobalt as a result of the implanted asr hip. There is no new information that changes the outcome of this investigation.

Event description:
**Update** (B)(4) 2013 - medical records were obtained. Medical records indicate metallosis. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Complaint was updated on (B)(4) 2013.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
**Update** (B)(4) 2013 patient has been revised to address pain. There is no new additional information that would affect the investigation.

Event description:
Patient seeking legal action.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.